Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
During the ercp case, I noticed that the tip cover of tjf-260v was missing. It was discovered when the scope was removed. It may have fallen into the body (the duodenum, although it cannot be determined), and it seems that it still remains in the patient's body.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer and investigation findings. New information is reported in b5, h6, and h10. The suspect device was not returned to olympus for evaluation. The investigation is based on information provided by the customer. The device history record (DHR) for the complaint devices could not be reviewed since the lot number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. Conclusion: the definitive cause of the reported events could not be established. Based on the investigation, the following are presumed possible causes: attached the distal cover with something abnormal such as peeled off metal part and rubber cap, or distal cover with cracks, cleavages, and deformation. The distal cover was forcibly attached with the suction and biopsy channel outlet closed (when the forceps elevator was raised). It was not securely attached to the distal end. Stress of repeated use, external factors, or handling.

Event description:
Additional information reported by the customer: the following information is unknown and cannot be provided: patient weight, patient gender, patient pre-existing conditions/pertinent health history, procedure being performed, indication for the procedure, whether there were any procedural or anatomical challenges or adverse effects to the patient. The only treatment/intervention required as a result of this occurrence was recovery of the tip cover that fell off the endoscope. The patient's current condition is described as "remission."